Manufacturer narrative:
Pump received with a high sleep current measurement test, problem isolated to the electrical board. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had low or short battery life. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.